Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Event description:
It was reported that a venous closure of the mildly calcified right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8.5f sheath hole prior to a leadless pacemaker intervention procedure. Reportedly, a cuff miss [suture retrieval issue] occurred and on removal of the plunger the suture was seen to be separated and the knot was untied/unraveled. The sutures of two new prosyle devices were successfully pre-placed. The sheath size remained an 8.5f and the leadless pacemaker intervention procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.